Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report.

Event description:
Healthcare professional reports to a company representative that they "cut circles of aquacel ag extra dressing and placed them on a number of superficial leg wounds. At the next dressing change it was noted that the pieces of dressing had stuck to the wounds and fibers from the dressing were imbedded in the wound." It is also reported that removal required irrigation. There is no other information provided, if/when additional information is provided the file will be updated.